Manufacturer narrative:
Insulin pump unable to verify insulin flow blocked alarm and perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label missing and minor scratched lcd window.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The blood glucose at the time of the incident was 8 mmol/l. The device will be returned for analysis.